Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. The patient was connected at the time of the alarm. The registered nurse (rn) explained a bag fell off and the spike was on the floor. The baxter technical service representative (tsr) informed the rn to use a manual bag. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with nurse supervisor on (B)(6) 2010, who verified the patient did not develop any adverse effect as a result of this incident. There was no patient injury or need for medical intervention associated with this event. Additionally, the nurse advised that the patient had passed away on (B)(6) 2010. The nurse advised the patient had been hospitalized for approximately 3 weeks prior to her death for issues not related to the reported incident and she had withdrawn from therapy. The cause of death was acute renal failure and the contact verified that the death was not a result of any baxter product/peritoneal dialysis (pd) therapy. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. The lot number was not provided; therefore a batch review cannot be conducted. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).